Manufacturer narrative:
(B)(4). Device evaluation summary: representative samples were received: an opened box with twenty unopened samples and a second opened box with eleven unopened samples of product code mic55e were returned for analysis. As total thirty-one samples were received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Representative samples returned to support the investigation of 3 device issues captured in reports 2210968-2019-79673 and 2210968-2019-79674.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and suture was used. During the procedure, the needle separated from suture when being moved through trocar. There were no adverse patient consequences reported. No additional information was provided.